Event description:
The ge oec 9900 fluoroscopy system had the joystick on the remote user interface become loose that caused erratic movement of the c-arm.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a failed joystick assembly on the remote user interface. The joystick assembly on the remote user interface. The joystick assembly was replaced per procedure. The system was tested and found to be operating as intended and released to the customer for use. No negative patient effect was reported due to this malfunction. The facility was unable to, or would not provide any patient information with respect to this issue.